Event description:
It was reported the device was the wrong length for the set it was contained in. During a triple arthrodesis a large guide pin for large qwix set was grabbed out of set and one of the larger, thicker wires was the wrong length for the set. It was reported the device was in use for this event; however, there was no pt injury.